Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant products: unknown m/l taper p/n unknown l/n unknown; unknown cocr head p/n unknown l/n unknown; unknown longevity liner p/n unknown l/n unknown; unknown continuum cup p/n unknown l/n unknown. Multiple MDR reports were filed for this event. Please see associated report: 0001822565-2017-03234; 0001822565-2017-03235. Reference: canham, colin d., muradov, pavel I., simpson, jordan b., incavo, stephen j (2017) corrosion and adverse local tissue reaction after total hip arthroplasty with a modular titanium alloy femoral neck. Houseton methodist orthopedics and sports medicine, http://www.arthroplastytoday.org. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that patient was revised due to head-neck corrosions, elevated ion levels, and periprosthetic pseudotumor formation consistent with altr. Symptoms began two year post-op. Chalky fluid and corrosion were found during the procedure. Attempts to obtain additional information have been made; however, no more is available.